Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the rollator was in very used condition. An expanded evaluation was performed. Per the expanded evaluation report, the left front leg extension tubing was fractured and detached from the rollator. The fracture pattern was a spiral shape. However, the underlying cause could not be determined.

Event description:
Dealer states he has a 68100 rollator that broke straight across the tube on the front leg extension where the adjustment button is.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states he has a 68100 rollator that broke straight across the tube on the front leg extension where the adjustment button is.